Event description:
It was reported that the user lost the charger for the ilet and had not used the device for approximately a month, during which time glucose levels were elevated and the user administered subcutaneous insulin via pen. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that no findings were available, and device problem and component information were insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established.